Manufacturer narrative:
(B)(4).

Event description:
A review of the patient's medical records revealed new information. The patient was implanted with two therapy systems, cervical and thoracic, and reportedly experienced the following; on (B)(6) 2012 the patient underwent surgical intervention to remove both systems to undergo further diagnosis of his chronic pain. The patient¿s leads were explanted; however, the ipg¿s remained implanted. On (B)(6) 2012 the patient was implanted with new leads which were connected to the patient's current ipg¿s. The patient also reported he did not have therapy coverage of his upper extremities. Post-operative image was taken in which indicated the lead had migrated out of the spinal canal. Patient underwent surgical intervention to reposition the patient¿s lead.